Event description:
The user reported that the vibrations stop when pressure is placed on the device. Explantation is planned for (B)(6) 2025.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that the vibrations stop when pressure is placed on the device. The device has been explanted.

Manufacturer narrative:
Conclusion: there is no clear evidence that the device has been faulty in implanted state. The reports do not clearly point towards an intermittency possibly related to a defective coil wire. The coil wire fractures found in the device investigation are more likely caused by mechanic overload than cyclic loads. Since no trauma or intermittent performance was reported, it is very likely that there was no technical problem with the implant, but rather a medical reason for altered sound perception. This is a final report.